Manufacturer narrative:
After battery installation, unit alarmed pump error alarm. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, prime, seating, basic occlusion, force sensor, and occlusion tests or verify multiple insulin pump error alarm due to insulin pump error alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reports the drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.